Event description:
Information received from the field does not address the patient's clinical status but notes that upon interrogation, dashes (---) were present. There was no measured data, the device could not be programmed and a software download was unsuccessful. The patient had ultrasound therapy on his shoulder. A transtelephonic monitor check showed that the device had normal function the previous day.